Event description:
A cs29 was connected to an idrivec and the surgeon attempted to fire but the buttons of the idrivec did not respond. After several attempts the idrivec fired. A post operation leak was detected during an air leak and was repaired with suture.

Manufacturer narrative:
The idrivec had defective solder joints on the distal contact wires on the motor controller board.